Event description:
Info received indicates the left foot siderail will not latch. All of the other siderails are latching.

Manufacturer narrative:
The technician isolated the issue to the siderail latch cover. He replaced the latch cover to repair the bed.